Event description:
It was reported that the patient experienced a temporary shocking sensation when stimulation was turned off. It was stated that this occurred when the patient goes over a bump while riding in a car. It was noted that the patient was falling asleep while reprogramming, so manufacturer representative was ¿skeptical of the accuracy of the patient¿s recollection.¿ it was stated that the patient was able to get good coverage. The patient was instructed to make detailed notes of any events over the next 2 weeks if the issue were to recur.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).